Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: blood set 490105 air bubbles keeps alarming. Comments regarding the product, equipment, issue or situation: issue with blood tubing. I was on ms3 and giving blood to a patient and it kept alarming for the air bubble alarm. I checked the line multiple times, flushed it, changed the pump, and changed the tubing as well. I was able to grab a different lot number and then the blood was running fine no issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. Five retains were tested and passed per specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.